Event description:
It was reported that the patient's implantable cardioverter defibrillator reached elective replacement indicator. Upon review, premature battery depletion was suspected. The device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.